Event description:
An unknown message was displayed upon interrogation of symphony pacemakers, due to which pacemaker check was prevented in one case as the programmer transitioned to the startup screen. [Description / sequence of events]: on (B)(6) 2017, during a pacemaker follow-up visit of a patient, a symphony pacemaker was interrogated using the subject programmer. Then, the following message was displayed : "setting ilogviews home to c:/ilog/views50". After the ok button was clicked in the dialogue box of the above message, the programmer transitioned to the overview screen displayed in french. Pacemaker check was able to be done for this patient. Later, a different symphony was interrogated for a pacemaker follow-up for another patient. Upon the interrogation, the above message was displayed again and thus the ok button was clicked in the dialogue box; this time, however, the same message repeatedly appeared and the programmer eventually transitioned to the startup screen. Another programmer was then used and the pacemaker check was normally done.

Event description:
On (B)(6) 2017, during a pacemaker follow-up visit of a patient, a symphony pacemaker was interrogated using the subject programmer. Then, the following message was displayed : "setting ilogviews home to c:/ilog/views50." After the ok button was clicked in the dialogue box of the above message, the programmer transitioned to the overview screen displayed in french. Pacemaker check was able to be done for this patient. Later, a different symphony was interrogated for a pacemaker follow-up for another patient. Upon the interrogation, the above message was displayed again and thus the ok button was clicked in the dialogue box; this time, however, the same message repeatedly appeared and the programmer eventually transitioned to the startup screen. Another programmer was then used and the pacemaker check was normally done.